Event description:
Distributor patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).